Event description:
The customer reported having issues with occlusion alarms. However, no contact information was provided, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted.